Event description:
Report received of a delay in therapy involving a pump blood tubing set that "would not work". The pt had a diagnosis of lymphoma, ascites and internal bleeding. In the evening in 2002, the pt came into the emergency dept within 24 hr of being discharged. The pt was alert but unstable and "in a near panic state." After being transferred to the ICU, the clinician began setting up to administer blood. The blood tubing was primed without difficulty. When attempting to start the transfusion, the pump alarmed proximal air and then proximal occlusion. The pump was changed but the same results occurred. The tubing set was changed out, but again the pump alarmed proximal air and proximal occlusion. The second set was then changed out to an unspecified gravity blood tubing set with a pressure bag without further incidence. The pt received a total of 3 units of blood and 12 units of platelets via mediport. The clinician stated that the pt's blood pressure was never good. Dopamine 20mcg/kg/min and an unspecified dosage of levophed were administered. Two doses of ativan were given for agitation. At an unspecified time, at the request of the family the pt was made dnr. The pt was never intubated. All other support was withdrawn. The pt expired the following day at 12:45 pm. The clinician stated that although there was a delay in care, it did not contribute to the pt's death. The pt had end-stage lymphoma. Although requested, no add'l info was available.